Event description:
It was reported that during testing before implant, the helix of the lead would not extend. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Lead not returned to manufacturer. Analysis: the full lead was returned and analyzed. Blood was observed on the distal end of the electrode. No anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.